Manufacturer narrative:
The device was not returned for evaluation and no photographs were provided. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured, assembled, and inspected according to specification with no non-conformances or abnormalities. Without an evaluation of the device the complaint cannot be confirmed, and a root cause cannot be determined. The instructions for use (IFU) contain the following warnings and potential complication: damage/fracture of catheter. The IFU also indicates the catheter should be examined for damage prior to insertion and before each use. The insertion and incident date are the same which indicates the damage to the catheter most likely occurred during the insertion procedure. The device should not be advanced or withdrawn forcibly from any component. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device was implant on (B)(6) 2025. Patient suffers from several diseases and underwent CT scan. The images showed a tubular, hyperdense material in the pulmonary arterial branches, likely to be a catheter fragment. The device was found to be "trunked" and removed. Patient was kept under observation for seven days without any complications being observed.

Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.